Event description:
It was reported that a pump was experiencing unresponsive touchscreen issues. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting.